Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system, compared to a professional meter, within 10 minutes: 114 mg/dl (aviva meter) and 38 mg/dl (emt meter). The patient was treated with a shot of sugar and they also made him eat a peanut butter and jelly sandwich. Return of the suspect device was requested for evaluation.